Event description:
A device report from oberdorf indicated a hospital in austria reported: during a procedure surgeon was performing final tightening of a locking cap and the screw driver shaft t25 broke off. All broken parts were retrieved.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(4). Report received indicates that exceeding torsional force has resulted in the breakage of the tip. It is possible that too much mechanical strain lead to the breakage. The device history records were researched; no abnormal findings were identified. The manufacturing and inspection records indicated no problems with the lot in question.